Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Discarded by facility. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 12/202/2021 it was reported by a sales representative via email that (4) ar-8990st fibertaks pulled out of implantation site. This was discovered during lateral ankle reconstruction procedure. Surgeon used an ar-8990st fibertaks from a different lot number to complete case successfully without further issues. After receiving additional information on 12/20/2021, sales representative has confirms that once the fibertaks pulled out, surgeon removed them from inside the patient and nothing broke.